Event description:
It was reported by the affiliate that (1) mcs20 was used during a vascular procedure. It was reported by the affiliate that the clips would not deliver. Opened another instrument to complete the case. There was no pt adverse outcome.